Manufacturer narrative:
It was reported that the central nurse's station (cns) shut down due to a power outage and would not boot back up. The customer purchased two hard drives to fix this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) shut down due to a power outage and would not boot back up. No consequence or impact to patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer reported they had experienced a power surge, causing this cns device to power off. When customer powered the cns back up, there was another power surge at the hospital causing the cns device to turn off again. After the second boot up, device was stuck on the "cns-6201 please wait" screen. Nk tech support explained to customer that device was running check disk in response to the abrupt loss of power. After 3-4 hours of device self-checking the hard disks, nk tech support advised customer to test individual hard disks. If device could not be booted up, hard disks were damaged due to the power surge and needed replacement. Service requested: sales order. Service performed: sales order. Investigation result: replacement hard drives were provided. The root cause of the issue was due to hospital having experienced back to back power surges, damaging the hard disks. Device was put into service on 4/10/2013. Service history for this device shows that the issue had not occurred prior or after this event. Corrected information: f9. Approximate age of device: incorrectly calcuated.

Event description:
It was reported that the central nurse's station (cns) shut down due to a power outage and would not boot back up. No consequence or impact to patient.